Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 200 mg/dl. Reportedly, the infusion set was changed; however, another occlusion alarm occurred. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Reportedly, the cartridge was in use since (B)(6) 2018. Tandem's technical support (cts) educated the customer on cartridge labeling. The customer declined further troubleshooting with cts.